Event description:
Medwatch report mw5073023 received from FDA with the following: a customer reported that his daughter had a decompression surgery done at the hospital where duragen from collagen matrix (product ID unspecified) and a stryker device were reported to being used. The patient had it implanted on the first ((B)(6) 2017) and by the ((B)(6) 2017), the patch had already disintegrated. The patient was brought back to the emergency room (ER) 24 hours after her release from the hospital. In the ER, her blood work came back that she had an infection. Also by this time, the incision on the back of her head was open and csf fluid and puss was pouring out. The neurosurgeon had to do emergency surgery to clean it up, remove what was left, and put a different one. The patient was in the hospital for 21 days total with a PICC line for 14 days for the infection. Additional information has been requested from the customer.

Manufacturer narrative:
Investigation completed 11 jan 2018. A failure analysis from the reported event is not possible. The unit was disintegrated and will not be returned for evaluation. No catalog and lot number was provided. No assignable causes that could be associated to the reported condition were found in the duragen manufacturing or packaging process based on the review of current practices, scars, capas, and ncrs history. The reported condition described as ¿the patch had already disintegrated¿ could not be confirmed. The customer did not provide information about the catalog and lot number of the product related to this event. There are controls in place during the process such as gowning, controlled areas (iso 7), area and product monitoring, and validated sterilization cycles to prevent this type of events, therefore, it is not possible to determine a root cause for the reported condition.